Event description:
Clinical study. Same case as 6000089-2006-01621, 01623, 01624. It was reported that 73 weeks after a coronary artery drug eluting stenting procedure, the patient expired. The index procedure treated 3 de novo lesions that were neither tortuous nor calcified. All of the lesions were predilated with an angioplasty balloon. Target lesion 1 was a 3.0 mm vessel diameter, 28mm long, with 70% stenosis, located in the distal right coronary (rca) artery. The physician implanted 1 taxus express2 3x28mm drug-eluting stent (des) at 16 atms. Target lesion 2 was a 3.0mm vessel diameter, 32mm long, with 95% stenosis, located in the mid rca. The physician implanted 1 taxus express2 3x32mm des at 18 atms. Target lesion 3 was a 3.0mm vessel diameter, 52mm long, with 95% stenosis, located in the proximal rca. The physician implanted a taxus express2 3x32mm des and a taxus express2 3.5x20mm des at 16 atms. Post-treatment, the lesions were 0% stenosis and timi 3 flow. The patient was discharged one day post-index procedure on aspirin and plavix. The patient expired 73 weeks post-index procedure. The cause of death is unk as are the events leading to the patient's death. The relationship to the target vessel is unk, as indicated by the physician.

Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. It is not clear from the complaint description how this device may have influenced the incident. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch # 7127944 found that the device met is material. Assembly and product specifications, at the time of release to distribution. No further corrective action is planned at this time. All relevant personnel have been notified of this complaint. We will however continue to monitor and trend this type of complaint in order to ensure that there is no compromise with product quality.